Manufacturer narrative:
The investigation for the reported positioning issue has been completed. The impella device was not returned for evaluation. Data logs were confirmed pump was in improper position corresponded with clinical description that triggered alarms impella position in ventricle/aorta. No other issues were found on the logs. Based on clinical description and data analysis, the root cause of positioning issue was most likely use related.

Manufacturer narrative:
The impella device was not received from the customer and therefore,¿an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿evaluate the position of the impella catheter if the automated impella controller displays position alarms or if you observe lower than expected flows or signs of hemolysis. If the catheter does not appear to be correctly positioned, initiate steps to reposition it.¿ ¿if the impella catheter is completely out of the ventricle, do not attempt to reposition the catheter across the valve without a guidewire.¿

Event description:
The user facility reported a 87-year-old male undergoing cardiac surgery was implanted with an impella device for mechanical circulatory support. Us complainant reported the patient was on impella cp support due to having surgical mitral valve repair. While on support, the impella migrated into the left ventricle with patient movement. The surgeon stepped in to reposition the pump. The impella was pulled back across the aortic valve. The valve was initially very hard to cross and both the surgeon and cardiologist were unable to push it back across the valve. The impella was replaced.